Event description:
A 69 year old male with cardiomyopathy and a pre support presentation consistent with scai stage d remained on impella 5.5 support via the left axillary/subclavian surgical access site. During routine patient rounding, the heart failure physician and care team reported evidence of hemolysis suspected to be related to impella positioning. Preliminary review indicates a positioning related event in which the pump inflow was oriented toward the mitral apparatus, contributing to hemolysis. The device was repositioned, and no alarms or mechanical malfunctions were reported. Further evaluation will be conducted upon product return. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient remains on support at the time of reporting.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: updated the explant date.